Manufacturer narrative:
(B)(4). The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient underwent a procedure on (B)(6) 2014 to access the fixture site and place the magnet. The implanted device remains. This report is filed september 28, 2014. Implanted device remains.

Event description:
Per the clinic, the patient underwent a procedure (date not reported) to excise excess skin at the abutment site, due to skin overgrowth. It was then reported that the patient developed an infection at the site and was treated with a one week course of oral antibiotics (date not reported) followed by intravenous antibiotics (date not reported) administered via PICC line. The implanted device remains.